Event description:
S: plastic particles floating in baxter exactamix 250 ml bag have been discovered while examining an end-product tpn (total parenteral nutrition). B: particle identified in product on 3/7 current product reference number is fbx1030bp of the 250 ml eva bag the particle appears to be plastic-like and a single filament a: the particle has been identified on several separate occasions and so there is potential that particles could be from this specific lot of bags. This is a significant safety risk for patients as tpns are IV medications that have direct access to the patient's circulatory system that could result in clot, obstruction, inflammation, and/or infection, which overall could have more serious outcomes.